Manufacturer narrative:
Product ID 8711, serial# (B)(4), implanted: 2010-(B)(6), product type catheter.

Event description:
It was reported that a catheter access port (cap) dye study and roller study were to be performed. It was unknown why the studies were to be performed. No patient symptoms were reported. It was later reported that the studies were performed because the patient had not been receiving therapeutic relief for more than 6 months. The roller study proved to be fine; however, the healthcare provider (hcp) was unable to aspirate the catheter during the dye study and decided that the catheter would later be revised. The medications delivered by the device were not provided; however, the reporter stated there were several medications in the pump. Additional information has been requested but was not available at the time of this report.